Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device. The oversensing led to multiple inappropriate automatic mode switch episodes and pacing inhibition. It was also noted that the patient experienced extra-cardiac stimulation. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.